Event description:
Procedure type: stress urinary incontinence. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Medtronic complaint number: (B)(4). Additional information: a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Alleged, outcomes attributed to device include pain, infection, urinary problems, recurrence, bleeding and dyspareunia.